Manufacturer narrative:
Submit date: 01/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an adverse event with a hypodermic needle. The customer states that the needles are not staying on the syringes. The hub was detaching from the syringe. The needle stays attached to the hub. This happens during patient care. As a result, they re-attach a new needle and start the injection. If it happens during injection then they start over unless the injection is very near completion.